Event description:
The device delaminated after the device was cut to size for a hernia repair. The device was discarded prior to use and replaced with a different mesh. No adverse pt consequences were reported.